Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. There was no additional adverse patient effects were reported. This rv lead was explanted.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.